Event description:
It was reported that the patient was travelling across the country and one day prior to report their stimulation stopped all of a sudden and the patient was in excruciating pain. It was noted that there was a loss of therapeutic effect. The patient stated that they did not bring their programmer or recharger on the trip. The patient stated that they used the same program all the time and had recharged before they left one day prior to report. The patient stated that they would be travelling until friday. The patient declined a listing of healthcare professionals (hcp) for the area to which the patient was travelling. The patient stated that they had adequate oral medication to last until friday and next time they would remember their patient programmer. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).